Event description:
Additional information was received that the patient seizures were first observed at the (B)(6) 2013 clinic visit. It difficult for the relationship to vns to be determined as the patient¿s seizures are also associated with to her menses, stress, heat and chronic diarrhea which may have affected AED absorption. The patient seizures were below her pre-vns baseline. Initially, she was having more complex partial which are typical, and some with falls, usually less frequent events. At (B)(6) 2013 visit, patient had significant change psychiatrically - exacerbation of ptsd- hospitalized. After discharged, seizures were better, clustering around menses only which is typical for her. The change in psychiatric treatment appeared to stabilize seizures as well. There were no changes to vns or seizure medications. There were no causal or contributory programming or medication changes precede the onset of the increase in seizures.

Event description:
Additional information was received from the physician that diagnostics of the vns device show dcdc = 6 and eos (end of service) = no. It is unknown if the diagnostics performed were normal mode or system mode diagnostics. The patient's symptoms are changing per the reporter.

Event description:
An implant card was received indicating that the vns patient underwent prophylactic generator replacement surgery on (B)(6) 2014.

Event description:
Attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the patient was experiencing an increase in seizures. The nurse specialist did not know if the increase is above the patient's pre-vns baseline frequency and stated that no medical or surgical intervention has been taken and non is planned. It was reported that it is unknown when the increase began. It was reported that the normal mode diagnostics were within normal limits and that the device was not at end of service.